Manufacturer narrative:
Findings: unable to perform displacement test due to missing retainer. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and missing reservoir tube o-ring.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mom reported via phone call that they experienced low blood glucose levels of 22 mg/dl. The customer¿s mom reported that outside the case corner comes off and the reservoir seal is coming out. The mom stated that damage to the insulin pump was caused by a vehicular accident and she also stated the infusion set does not show signs of damage. The customer's mom states the reservoir does not show signs of damage but stated that the insulin pump does show signs of physical damage. The customer's mom was advised that the insulin pump will need to be replaced. The customer was advised to discontinue the use of the insulin pump and revert to backup plan per the healthcare professional's instructions. The insulin pump will be replaced. The insulin pump will be returned for analysis..